Event description:
It was reported that the customer was hospitalized due to high blood glucose levels. Customer's blood glucose level was 425 mg/dl at the time of the call and 490 mg/dl at the emergency room visit. Customer stated that she was wearing the insulin pump at the time of the emergency room visit. Troubleshooting was performed and the insulin pump was programmed correctly. The insulin pump passed the prime test, but the high pressure test was unable to be completed due to lack of the tubing clamp. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.